Event description:
A user facility reported that a haptic broke during insertion of an intraocular lens. The capsular bag tore after placement of the iol. The posterior chamber lens was removed and an anterior chamber lens was used. The pt tolerated the procedure well and returned to the recovery room in satisfactory condition.